Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited two (2) signal artifact monitor (sam) events on the same day due to noise and oversensing of the minute ventilation (mv) sensor. This resulted in the mv sensor being automatically disabled by the device. Review of electrograms indicated both events exhibited noise on both the right atrial (ra) and right ventricular (rv} channels. It was also noted that the rv lead exhibited a corresponding low out of range pace impedance measurement less than 200 ohms. The rv lead is not a boston scientific product. The daily impedance measurements were indicated to be stable. Boston scientific technical service (ts) recommended to the healthcare provider (hcp) to keep the rate response trend (rrt} feature programmed off. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).